Event description:
Traditional 2 stage. The implant was placed at #26. Moderate oral hygiene. Bone grafting material used.

Manufacturer narrative:
According to the investigation, there was no discrepancy on our product. The returned fixture's surface showed evidence of bone integration.